Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another 9.0 x 40, 75cm mustang balloon catheter. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the proximal markerband and extending approximately 48mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 18 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another 9.0 x 40, 75cm mustang balloon catheter. No patient serious injury or adverse event were reported and the patient's status was stable.